Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "device interaction", "improper handling" and/or "undetermined cause" appears to have impacted on the event as reported. As indicated in the IFU (instructions for use) warnings section: - vessel trauma may result from the improper use of this device. - when the guidewire is in the body, it should be manipulated only under fluoroscopy.

Event description:
Event description: per email, it was reported that: please see event description below for more details: during a pfa atrial fibrillation and atrial flutter procedure a cardiac perforation occurred requiring a pericardiocentesis. Geometry was created in the left atrium with an advisor hd grid catheter inserted through a non-abbott (faradrive) sheath. The advisor hd grid was then exchanged for a non-abbott (farawave) ablation catheter that was advanced over a non-abbott (rosen) wire. The wire did not fully advance out of the left superior pulmonary vein and the non-abbott (farawave) catheter was angled anterior to posterior near the left superior. It was difficult to get the catheter to the left superior vein, so the non-abbott (farawave) catheter was pulled back to flower orientation. The whole system was clocked and readvanced. The system went more posterior and coaxial to the left superior pulmonary vein, and it was clear that it was ostial to the vein. The physician decided to check for an effusion with the ice catheter, and there was one noted. The effusion measured at 0.8cm but increased to 1.5cm in just a few minutes. The physician aborted the procedure and removed the catheters from the left atrium. A pericardiocentesis was performed and the patient was then taken to CT surgery. The perforation occurred at the base of the appendage outside the left superior pulmonary vein and near the roof. The patient is stable.